Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. In this case, patient prosthesis mismatch (ppm) was indicated. Ppm is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Successful tavr was performed, in addition to fracturing of the previous valve to accommodate a larger valve for this patient. It has been determined that the root cause of this event was due to procedural related factors at the original time implant of the subject device. There has been no allegation of a product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned that this patient underwent a valve-in-valve procedure due to severe aortic stenosis. Possible patient prosthesis mismatch was noted. Recent echo showed a gradient over 40 mmhg. Tavr and a planned rupture of the previous was performed. Initially after deploying the transcatheter valve, the gradient was 18 mmhg. At this time, a fracture of the sewing ring of the previous valve was performed with a nucleus balloon. Post-tavr, the gradient was reduced down to 8 mmhg. There was no perivalvular leak. The patient was transferred to the ICU in critical but stable condition. The patient's post-operative course was uncomplicated. She was hemodynamically stable and deemed ready for discharge home on pod #2.

Manufacturer narrative:
(B)(4) additional manufacturer narrative: additional information has been requested from the healthcare provider. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that this patient with a 21mm bioprosthetic aortic valve, implanted for two (2) years, 10 months, underwent a valve-in-valve procedure due to unknown reasons. A tavr was performed with a 23mm edwards transcatheter heart valve. No additional details were provided.